Manufacturer narrative:
(B)(4). Batch # n57g60. Additional information was requested and the following was obtained: the sales rep confirmed that the thoracotomy was planned and that the procedure was not converted to open due to the issues experienced with the psee60a device. The analysis results found that one psee60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. The IFU instructs the user to make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections take place during manufacturing to ensure the device meets the required specifications. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a thoracoscopy with possible wedge and thoracotomy with possible decortication procedure, the stapler was opened and successfully fired one time. When removing the reload, the reload broke. After that, they were not able to load that device anymore. A green reload was being used. A linear cutter was used to complete the procedure. There were no patient adverse consequences.